Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2) a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Asthma exacerbation is listed in the dfu as a potential adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient visited the emergency room due to an exacerbation of asthma with symptoms of dyspnea, wheeze, and productive cough. The patient was treated with medication and hospitalized to manage the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93. Additional information received as of (B)(4) 2013: according to the complainant, the event of asthma aggravated was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient visited the emergency room due to an exacerbation of asthma with symptoms of dyspnea, wheeze, and productive cough. The patient was treated with medication and hospitalized to manage the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93.

Manufacturer narrative:
(B)(4).